Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button/keypad response due to button/keypad connector unlocked. The insulin pump had minor scratches on lcd window, cracked case near display window corners and cracked battery tube threads cracked. Unable to perform the displacement test due to keypad anomaly.

Event description:
The customer reported via phone call that the buttons on the pump stopped working. Customer was trying to change the set when it started. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.